Event description:
Information received a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop would not flow. When starting the pump nothing flowed through the tubing. After trying to connect the same tubing to another pump, there was still the same issue. The tubing was changed by a new one, from another lot number, and the issue was resolved. No patient harm reported.

Manufacturer narrative:
Other, other text: returned device was received in used physical condition. During the evaluation of the device, an occlusion was detected inside the spike due to dry medicament and excess solvent. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The following are relevant documents which were reviewed and deemed adequate and correct with respect to testing and inspection activities: pm-297 rev. 113 admin set, std volume assembly. Pm-302 rev. 101 - rra process monitoring: accuracy, leak and pull testing. Qp 67-7071 rev 114 deltec tpn/frra/stdrra.